Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2014-01274. The patient reported is experiencing music spasms in his back with stimulation turned off. The pain was reportedly worse with stimulation on. Subsequently, the patient stated he was hospitalized and the scs system explanted on (B)(6) 2014 due to infection.